Manufacturer narrative:
The hill-rom technician found the navicare nurse call communication adapter needed to be installed on the bed. Per the hill-rom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventative maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the bed. Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technician installed the navicare nurse call communication adapter to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed did not send a priority bed exit call when the bed exit alarmed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).